Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p920326, ubd: unknown, UDI#: unknown. A manufacturer representative went to the site to test the navigation system. It was reported that the camera failed intermittently when trying to register. Has been an ongoing situation with this system. Seemed to be remedied by network device interface (ndi) toolbox clock reset or unplugging camera cart and restarting. Switched cameras with another system and problem was reproduced on other station. The camera was replaced. The 9735821 camera was returned to the manufacturer for evaluation. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. The psu passed an accuracy test (aak) at .203mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the reference frame was having visibility issues. The manufacturer representative stated that the frame flickered until the camera cart was rebooted or until they checked the network device interface (ndi) toolbox. Troubleshooting steps were performed. It was suggested to try switching the camera with another system. It was further reported that after swapping the positioning sensor unit (psu) with a known working system, the reference frames and probes would still flicker in and out. The issue followed the psu in question when used on another system. It was noted that the ndi toolbox was still normal when checking the psu in question on both systems. The manufacturer representative ensured that the internal clock was set correctly, which resolved the issue momentarily, but then the issue reoccurred. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.